Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 180 ohms. The high shock impedances were noted during the device change procedure. There was no evidence of noisy signals. The health care professional (hcp) stated that energy shock was given, and the impedances were at 57 ohms. Technical services (ts) stated to continue monitoring, however if there is calcification issue, the shock impedances could rise over time. Boston scientific representative already informed the clinic about the recommendations. This rv lead currently remains in service. No adverse patient effects were reported.